Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the therapy was 80% effective from the beginning, but for about the last 6 months the therapy was not working for bladder control. The patient got a new managing healthcare provider (hcp) and they told the patient that the ins battery would be replaced on (B)(6). The hcp told the patient that they would not be replacing the lead, so the patient asked if the lead should be replaced. The agent advised the patient to discuss with their hcp. The patient had a pre-op appointment on (B)(6).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.